Event description:
It was reported that the patient lost 40 pounds in the last six months to one year. The patient noticed that the implantable neurostimulator (ins) felt loose and wanted to know if it could be causing pain on the hip and back. The patient stated that he could ¿shake the ins like jello.¿ the pain had gotten worse and the patient was wondering if the ins could be laying on a nerve or something. It was noted that the patient had constant pain since before implant which is why he had the implant and had been getting shots in the hip and back and seeing a pain management physician. He was in the pain management physician¿s office the day prior to the report and the pain was at a 15 on a scale of 1-10 and he was having pain in the hip and groin. He was discussing narcotics or marijuana with the physician. It was further reported that when he got in a car about five minutes later he got pain in the thigh, hip, and back and once he got out of the car and walked around with his walker it felt better. The patient did not discuss the ins feeling loose and wondering if it was causing any extra pain with the physician. Stimulation was set at 4.25 during the day and then about 1.30 at night and could feel some vibration. The patient had an appointment with his physician in a couple of weeks and was being checked out due to the weight loss. The patient stated when you are in so much pain you don¿t care and you don¿t care if you live or die. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a160, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information from the consumer reported that he had pain in his leg, hip and knee. The pain in his knee and hip had been before the implantable neurostimulator (ins) and the ins helps 25%.